Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this icds were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned ICD first underwent a status interrogation. The device status was eos, which had been activated on (B)(6) 2019 by the implant. The charge drawn from the battery was checked, and it turned out not to meet expectations. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was examined and proved to be inconspicuous. The module was fully capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer of the battery for an extensive analysis. The production documents of the battery were reviewed and proved that there were no deviations of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. During the inspection of the internal battery structure, an increased impedance was detected. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and thus contributed to the clinical observation. In summary, the capability of the icds electronic module to provide therapy was tested at an external voltage source and established to be fully functional. The clinical observation resulted from an increased internal impedance of the battery that was detected during the battery analysis.

Event description:
After an implantation period of approx. 71 months, it was reported that the device was in eos status. The device was explanted.